Event description:
The customer reported the system displayed an error upon boot up. The field engineer noted it was a lift motor error and the system was unable to perform fluoroscopy x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power motor relay board was replaced. The system was then found to be operating as intended.